Event description:
The customer contact reported a disconnection. The primary tubing set was being used to deliver an unspecified medication, at an unspecified rate, via a plum pump. At an unspecified time, the secure lock male adapter of a secondary tubing set was connected to the clave secondary port of the primary tubing set for the piggyback delivery of an unspecified volume of an unspecified blood product. After an unspecified length of time, it was reported that during the transfer of the patient to a different facility, the secure lock male adapter of the secondary tubing set disconnected from the clave secondary port of the primary tubing set and an unspecified volume of blood leaked. The customer contact reported that the nurse did not apply the spin collar of the secure lock male adapter of the secondary tubing set to secure the connection to the clave secondary port. There were no reported adverse patient effects and no reported delay in therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided including if a replacement container of blood was obtained and if the secondary tubing set was replaced and the therapy was resumed.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.